Manufacturer narrative:
Should have been marked yes rather than unknown. Analysis was normal, no anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited unacceptable thresholds and noise on (B)(6) 2016. The physician elected to leave the patient's system implanted and program to vvi 30 for backup and implant a new system on the right side of the body. Due to an infection on the replacement devices both systems were explanted (B)(6) 2017. The patient's condition post procedure was stable.